Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. It was confirmed that the operator was checking the cuvette temperature and forgot to remove the temperature probe and had the instrument sequence the cuvette ring. The cuvette wheel would not move because the probe was not removed. However, the cuvette top seal assembly tried removing spent cuvettes and created a jam, preventing cuvettes from entering the waste bin. When the customer removed the temperature probe, and tried to clear the jam, the cuvette on the top seal assembly was pressed and splashed the operator. Siemens informed the customer that the cuvettes should not be pressed or squeezed as they could leak, or break due to the pressure. There is no product non-conformance, because the instrument's top seal when working correctly seals and does not pose a safety hazard. Siemens concluded that the cause is user error, and not a product defect. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported being splashed in the face while trying to remove a cuvette from a dimension exl 200 integrated chemistry system. The customer was wearing personal protective equipment (ppe) and was not splashed in the ear, nose, or mouth. The customer washed the contents off, and did not seek any additional medical attention. There are no known reports of patient intervention or adverse health consequences due to the event.